Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, a white substance came out the tip of the vessel sealer extend (vse) instrument. The user completed the procedure and no known impact or patient consequence was reported. Intuitive followed up and obtained additional information. White substance was lubricant. Whites substance did not fall in the patient. No images or patient demographic information is available.

Manufacturer narrative:
Visual inspection displayed no signs of physical damage at the distal end of the instrument. The instrument is lubricated with krytox between the inner/outer running surfaces of the jaw tangs and clevis slots. The lubrication is not excessive and is considered an expected condition. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to problems including misuse of the product and recognition issues.

Event description:
Refer to h11 for follow-up information.